Event description:
Customer reported: filter taking on air. Tubing was primed and hung, within minutes, the filter was taking on air and blood and intralipids were backing up into the tubing. No other information provided. No patient harm reported and no medical intervention required.

Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it is completed.